Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was instructed on how to press the button correctly and advised to use manual delivery of insulin as a backup. The pump was determined to be under warranty, and technical support arranged for a replacement. The customer was also given instructions on how to return the faulty pump and acknowledged understanding of the process.